Manufacturer narrative:
Follow-up # 1: the lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioflex meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2016 at 08:30 he obtained results of ¿108 and 78 mg/dl¿ on the subject meter, performed within 20 minutes of each other. Based on statistical methodology the calculated difference in results exceeds lfs criteria for precision. The patient manages his diabetes with metformin pills and lantus insulin and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient reported developing symptoms of ¿shaking and light-headed¿ at the same time as the meter issue occurred and on (B)(6) 2016 he performed a blood glucose test on a onetouch ultra2 meter which gave a result of ¿64mg/dl¿ and he self-treated with food or drink. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms that meet lfs criteria of a serious hypoglycemic event at the time of the alleged meter issue occurring.